Manufacturer narrative:
Result: worn scorpion gill brake plate kits.

Event description:
It was reported by service report that the foot-end brakes were not holding. No pt involvement or adverse consequences were reported.